Event description:
It was reported that customer received minimum fill notification while attempting to load new cartridge with insulin and had questions about proper filling. There was no adverse impact to the customer's blood glucose level. Customer had filled cartridge with insulin, had remaining usable insulin above threshold, wore pump in case, and was instructed to remove pump from case and seek help loading cartridge, with plan to call back; no additional information was received regarding the outcome of the event.